Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked display window.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 480 mg/dl at the time of incident. The customer stated that she treated her high blood glucose with manual injections. The customer's blood glucose was 380 mg/dl at the time of call. The customer stated that she felt tired. The customer performed troubleshooting and did not found air bubbles, leaks, insulin issues and site issues, and setting issues. The customer performed high pressure test and the insulin pump failed. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.